Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device was reported to have been discarded. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that a meniscal cinch ii, ar-4501, was being used during a meniscal repair acl reconstruction procedure. The surgeon inserted the first needle through the meniscus, advanced the first needle all the way down, then all the way back, until he heard the click. Then, he went to advance the second needle to the notch, but immediately encountered strong resistance. As he tried to continue advancing forward, a white plastic piece that the push rod engages, popped through the slot between the gray button. See attached photo. The second implant was never deployed. One limb of the suture was cut and shuttled out of the first implant. Additional information provided 9/6/2019: the first implant was not removed from the patient and is implanted behind the capsule. A device from another manufacturer was used to complete the case with no adverse effect to the patient.